Event description:
The trilogy ev300 ventilator was returned to a manufacturer's service center for evaluation. There was no patient involvement, and no harm or injury reported. During evaluation testing, the device failed active exhalation testing. The trilogy evo system printed circuit board assembly, 3-way solenoid valve and the proximal valve (active exhalation control module) require replacement to address the test failure issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.